Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer stated he had a cast on his arm, which may have been leaning on the insulin pump while he was asleep. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No button error alarm was noted. The insulin pump had minor scratches to the display window, a cracked reservoir tube and scratched window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a missing end cap sticker.